Manufacturer narrative:
The field service engineer (fse) noted the customer had replaced the cleaner inline filter. The fse noticed the tubing came off of the y-fitting below the filter. The fse trimmed and reattached the tubing to the y-fitting and resolved the leak issue. The customer also noted white blood cell (wbc) voteout errors. The fse replaced the damaged wbc bath and holder and resolved the aperture alerts and errors. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported fluid leaked and white blood cell (wbc) alerts involving the coulter act diff 12 analyzer. There was no operator injury or adverse effect associated with this event. Patient results were not impacted - no erroneous results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.